Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the integrated cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up and the electric cable would not function properly. No patient injury was reported.